Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03064. It was reported that the patient presented to the emergency department feeling pre-syncope symptoms and palpitations. Multiple episodes of noise were noted on the right ventricular lead. Multiple isometric tests were performed, and noise was reproduced on both the atrial lead and rv lead, though only reproducing oversensing on the rv lead. Programming changes were made, and reperformed isometric maneuvers and no further oversensing was reproduced. A chest x-ray revealed no obvious lead issues. The patient will continue to be monitored closely. No intervention planned at this time.